Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, although the device was flushed prior to use there was no bleed back from the marker lumen. The method of hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no bleed back from the marker lumen was not confirmed. The lumen was able to be flushed and no blockage was noted during functional testing. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.